Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and bunching and peeling back of outer material felt along tip and shaft of sheath issue occurred. Difficulty advancing carto vizigo¿ 8.5f bi-directional guiding sheath - medium in femoral vein. Second operator scrubbed to assist. Felt that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium moved abnormally. Continued difficulty and carto vizigo¿ 8.5f bi-directional guiding sheath - medium removed for inspection. Visual bunching and peeling back of the outer material when operator felt along tip and shaft of sheath. New vizigo sheath taken and case resumed. No patient consequence. The procedure was prolonged by 15 minutes. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The bunching and peeling back of outer material felt along tip and shaft of sheath was assessed as MDR reportable.

Manufacturer narrative:
The investigation was completed on 17-apr-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000143 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).